Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hypoglycemia with blood glucose level of 49 mg/dl. The paramedics were called and the customer was treated with glucagon. Customer's other blood glucose level were 220 mg/dl and 45 mg/dl. Customer declined troubleshooting for low blood glucose level. The device will not be returned for analysis.